Manufacturer narrative:
Retain product testing: the retain product lot underwent chemistry testing. The sample met the following specifications: appearance, ph, osmolality, phmb, edta and poloxamer 237. The product met specification. Product evaluation: the reported complaint product was not returned; therefore, an investigation was not possible. The event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Retain product testing: a sterility test was performed on retained product of lot ap00651 (formula 9424x). No microorganism was detected, the result was within the specification. Record review: the manufacturing batch records were reviewed. The records for the production processes were found to be acceptable. There were no non-conforming materials reports, or process/material changes associated with lot ap00651. There was no non-conformance reported for this lot. In conclusion, lot ap00651 was deemed acceptable for release. The product met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the customer's spouse that the complete multipurpose solution (360 ml) she purchased, (lot ap00651) for her husband has caused infection, irritation, bloodshot, and burning in his eyes. She said that her husband has worn contacts for over 20 years, and always has used complete and never had issues before. The issue started one and half months ago. Patient stopped wearing contact lenses and his eyes got better; however, when he started wearing the lenses again and using complete, the symptoms resumed. The above symptoms are not happening on the both eyes at the same time, goes from right eye to left. When eye is very irritated, patient temporary can't see well as a result had to miss work due to the issue. Patient went to the doctor, who prescribed tobrex, an antibiotic to treat eye infection. Patient uses tobrex only when eye is irritated, does not use daily. No culture was done by the doctor. Right now the issue is in the right eye.

Manufacturer narrative:
The initial MDR did not include the alternative report identification number: alternative report identification number: (B)(4). All pertinent information available to abbott medical optics has been submitted.